Manufacturer narrative:
Reported event: an event regarding periprosthetic fracture involving a patient specific, distal femur, femoral stem was reported. The event was confirmed by x-ray review. Device evaluation and results: not performed as product was not returned. Clinician review : a review of the provided x-rays by a clinical consultant indicated: the implant in situ was for a distal femoral replacement which was inserted on (B)(6) 2017. Surgeon reported that the patient had implant infection but cleared after treatment, instability of the femoral implant and leg length discrepancy. CT scan provided showed massive radiolucent lines around the femoral stem, with severe bone defects and osteolysis that could be caused by previous infection. On the lateral view of the image, the bone has fractured at the tip of the stem. All these defects observed can lead to loosening and instability of the stem. Because the CT scan only showed the affected leg, the leg length discrepancy cannot be assessed. Therefore, the radiographic assessment can confirm the reason for revision. Device history review: review of the product history records indicate 1 devices was manufactured and accepted into final stock on 11 jan 2017 with no reported discrepancies. Complaint history review: there have been 2 other events. Conclusion: the exact cause of the event could not be determined because insufficient information was provided. Additional information including operative reports, pathology reports, progress notes, and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
The sales representative reported that : "this is a revision of a distal femoral replacement implanted in 2017 (pin 20398). In 2017 the surgeon decided to do a ¿simple¿ distal femoral replacement with no growing mechanism for the patient, as the prognosis for this patient was not good. Now the patient's health has improved the surgeon would like to revise the implant to a distal femoral jts implant to compensate the leg length discrepancy. The tibial component will remain in situ. The patient had an infection and was treated, the infection has now cleared. The infection has caused femoral instability. Update 04may2020 - a periprosthetic fracture has been identified during the clinician's review of the x-rays.

Manufacturer narrative:
An investigation is being performed in an attempt to identify the cause of the event. Should additional information become available it will be reported in a supplemental report. Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. The following devices were also listed in this report: smiles knee circlip mk2; cat# smcic01; lot# b14331. Smiles knee bushes standard; cat# smbsh02; lot# b9353. Smiles knee bumpers standard; cat# smbpr02; lot# b11272. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Device not returned.

Event description:
The sales representative reported that : "this is a revision of a distal femoral replacement implanted in 2017 (pin 20398). In 2017 the surgeon decided to do a ¿simple¿ distal femoral replacement with no growing mechanism for the patient, as the prognosis for this patient was not good. Now the patient's health has improved the surgeon would like to revise the implant to a distal femoral jts implant to compensate the leg length discrepancy. The tibial component will remain in situ. The patient had an infection and was treated, the infection has now cleared. The infection has caused femoral instability. Update 04may2020 - a periprosthetic fracture has been identified during the clinician's review of the x-rays.